Event description:
As per the physician email to the vendor "had a problem with one of your sheaths today. The dilator hub broke off, leaving the rest of dilator in the sheath in the body. No extreme manipulation or odd anatomy. Pulled it all out and switched to femoral."

Event description:
As per the physician email to the vendor "had a problem with one of your sheaths today. The dilator hub broke off, leaving the rest of dilator in the sheath in the body. No extreme manipulation or odd anatomy. Pulled it all out and switched to femoral."